Event description:
Customer reported tubing leaking during a colonoscopy procedure and the sedation was not reaching the patient. Removed the tubing and administered the sedation directly through the hub of the venous access device. There was no report of patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.